Manufacturer narrative:
The reported event of error message was confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Device image showed a temporary dip in battery voltage around event date. After the preliminary interrogation and prior to analysis, the device reproduced the same error message as in the field. Following the error message, battery voltage was end of life (eol) and could not be interrogated. Device was cut open and analysis was performed on hybrid which indicated normal device functionality. The battery analysis by the manufacturer found the battery was normal. Longevity assessment was performed and the device depleted prematurely. Premature depletion is consistent with a hardware latch-up.

Event description:
It was reported that during device preparation prior to a procedure, an error message was noted when interrogating the device. The device was not used and another device was implanted in the procedure. The patient was in stable condition.